Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: swelling, severe recurring rashes on the face, arms and hand, severe itching, and hives.